Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: there was no evidence of rebooting observed in the black box or pump histories. Visual inspection did not find any damage to the battery compartment. There was no evidence of moisture found in the battery compartment. The returned battery cap was worn at the coin slot but was able to secure to the pump and maintained electrical connection. The pump powered on normally with the returned battery cap. The pump casing was removed and no internal defects were found. The allegation of a no power issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, the pump emitted a call service 069 alarm at power up. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.